Manufacturer narrative:
MDR . / initial 7 of 9. Name: tandem country: united kingdom street: 11045 roselle street city: san diego state: ca zip code:92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that the patient faced an event where infusion fell off during use on 06-may-2026.